Event description:
It is alleged that during a case the pulley came off of the large needle driver and fell into the patient. It was reported that the pulley was retrieved and there was no injury to the pt.